Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed on the lens. One haptic was bent. The optic was fractured in the haptic insertion area of the bent haptic. The lens was cleaned with klrp for further evaluation. The lens has a scrape mark on the anterior surface near the edge. Product history records were reviewed, and documentation indicated the product met release criteria. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. The product investigation could not identify a root cause for the reported scratch. The reported optic damage was observed. Haptic damage and haptic insertion area damage was also observed. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present before use. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, lens was opened and not used due to scratch on lens. The scratch on the lens prior to insertion. The lens was not inserted in eye. A new lens was opened and inserted.